Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused spikes in the heart and repeated colds. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of experiencing spikes in heart and repeated colds that do not heal while using device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cable, pil verified the base unit provided airflow. The device was evaluated, observed the following from an external and internal inspection: exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See (B)(4) for the procedure used to make this determination. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4). See (B)(4) for photos and logs. Secondary findings: -device reads: 2 errors, 9325.4 blower and 9297.4 therapy hours. -e004 [err_null_ptr] occurred 1 time and is a reboot level error. This does not impact the findings of this investigation. Per (B)(4): programmatically, the unit has entered a state that the developers feel warrants a reboot of the system in order to correct. This error is the result of the detection of a null pointer in a place in code where one is not expected and would cause the system to behave in an unknown fashion. -e056 [rr_complog_packet_status] occurred 1 time and is a reboot level error. This does not impact the findings of this investigation. Per (B)(4): an attempt was made to initialize a compliance packet, but it was already open, or an attempt was made to write to a compliance packet, but it was not previously opened. -care orchestrator data shows the patient had a compliance rate of(B)(4) and used the adaptive humidification setting 3 during the most recent 90 days of use. -a keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in (B)(4). -the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Pil is unable to directly address the symptoms outlined in the complaint. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. In this report, sections d9, g3 and h3 have been updated or corrected.